Event description:
It was reported that a cartridge alarm occurred during load sequence. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer's blood glucose.